Manufacturer narrative:
Initial.

Event description:
It was reported that insulin leaked from the cartridge when the user connected the connector to the cartridge outside the ilet during tubing fill, which resulted in prolonged hyperglycemia up to 500 mg/dl and required subcutaneous insulin injections and temporary pump disconnection before reconnection; the reported device problem involved leakage and the affected component was the reservoir. Symptoms included vomiting, urinary frequency, and headache associated with hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal consistent with a leak or splash event associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.